Manufacturer narrative:
The device was returned to zoll medical (B)(4); the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The processor/bridge/pace board and ECG board were replaced as a precaution. The device was recertified and returned to the customer. The processor/bridge/pace board and ECG board were forwarded to zoll medical corporation for evaluation. Evaluation of the processor/bridge/pace board did not duplicate the fault and evaluation of the ECG board was compromised due to it being returned with missing components. It is unknown how the components became detached from the ECG board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) the device displayed a "defib disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.